Manufacturer narrative:
The customer returned camera head to olympus with the reported issue of ¿there is no on-screen camera feedback, screen remains black."the customer allegation was confirmed. Due to a deteriorated cable, there was no image. A device history review and labeling review was completed, and no issues were identified. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, ¿there is no on-screen camera feedback¿ and the screen remained black. The issue was found during preparation for use for an endoscopy procedure. The user attempted to switch off the camera and restart; however, the issue persisted. The urological procedure was completed with another laparoscopic camera and flexible ureteroscopes. There were no reports of patient harm associated with the event.